Manufacturer narrative:
Na.

Event description:
A cardiologist complained of questionable elecsys troponin t gen5 stat assay (tntstat5) results from 2 separate samples from the same patient tested on an unknown analyzer. The specific date of the event is not known and the date provided is only an approximation. The patient had presented to their emergency room with chest pain and a history of non-st-elevation myocardial infarction (nonstemi). The initial tntstat5 result was 1050 ng/l with a data flag. One hour later a new sample was collected with a tntstat5 result of 1040 ng/l with a data flag. The patient was sent to the catheterization laboratory where the patient had cardiac catheterization performed with negative results. The patient's arteries were clear. For both patient samples, the customer ran troponin t gen 4, troponin I, and troponin t at an outside laboratory and all results came back negative. No specific results or further details were provided. The cardiologist confirmed that there is no biotin present, no hemolysis in the sample, and no heterophile antibodies present. A field engineering specialist did not believe the issue was related to the analyzer. Further patient information including additional patient testing results and the patient's current condition has been requested but has yet to be provided. There was no information provided to reasonably suggest that the patient was adversely affected. The investigation was unable to find a definitive root cause.

Manufacturer narrative:
The provided samples were pooled for investigation. The customer¿s high results were confirmed. An interfering factor, consistent with igm was identified in the sample. This interference is documented in the product labeling. The investigation did not identify a product problem.

Manufacturer narrative:
As no further information was provided by the customer, the investigation was unable to determine a definitive root cause.

Manufacturer narrative:
The testing was performed on a cobas 8000 e 602 module with a serial number of (B)(4). The customer deemed the negative tnt gen 4 result to be correct. A more specific initial tntstat5 result was provided. The initial tntstat5 result was 1059 ng/l with no data flag present. The investigation is currently ongoing.